Event description:
The reporter states that she obtained blood glucose comparisons with results of 384 mg/dl, 111 mg/dl and 407 mg/dl on the accu-chek aviva system. The results were obtained within a 10 minute timeframe. The reporter went to the hospital to test. Her blood glucose result on the professional meter was 111 mg/dl. No reported medication/treatment given. No adverse event reported. New system sent to customer and return requested.